Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported patient was last seen in clinic (B)(6) 2009 with last device check on (B)(6) 2009 which noted device to be fine. Patient found lying on floor at nursing home (B)(6) 2009. Was confused, but did not see physician. Next day complaints of headache and by (B)(6) 2009, nausea and dizziness. Taken to ER where cat scan noted intraparenchymal bleed. The physician did not interrogate the device as the patient "had a paced rhythm while he was there." Family chose to proceed with comfort measures only and patient died (B)(6) 2009. Cause of death was intracranial hemorrhage secondary to trauma from a fall, and coronary artery disease. There is no allegation from a health care professional that the death was device related.